Manufacturer narrative:
The reported field events of an inability to interrogate the device and premature battery depletion were not confirmed in the laboratory. The device interrogated normally with a programmer and communication was established via inductive and rf telemetry. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the reported anomalies could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient was visiting (B)(6) from (B)(6), presented to the clinic to get a device check. The ICD could not be interrogated, with a programmer message displayed about not being able to find the device. Multiple programmers were used without being able to interrogate. The patient is pacer dependent. The device was explanted and a new device was implanted. The patient was stable before the procedure and was stable at post op.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the battery was at end of life causing inability to interrogate the device. Premature battery depletion was suspected. At previous interrogation, the device noted 2 years of battery longevity.